Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty-eight (48) clearlink paclitaxel sets had black particles adhering to the sets. This was observed before use at the customer warehouse. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: forty-eight (48) actual device samples and photographs were received for evaluation. The photographs were reviewed, and it was noted that the tubing was impacted with particles (black spots); however, it could not be determined if the black spots were free moving or embedded within the tubing. The actual samples were visually inspected. Seventeen (17) sets were impacted with black particles through the plastic bag and the tubing was impacted with embedded (not free moving) particles (black spots). Thirty-one (31) sets were confirmed to be conforming product through the plastic bag and tubing (not impacted with embedded particles). For all the returned samples, it was noted that the black spots identified were in fact small embedded particulate matter within the tube which pass the acceptance criteria. Therefore, the reported condition of contamination in the fluid path was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.